Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5174232, mw5174233 and mw5174234. Please disregard h6 health effect clinical code - 4582 no clinical signs, symptoms or conditions as this codes are not applicable for this report.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, the patient experienced a syncopal episode approximately one year ago on (B)(6) 2024, which he believes was caused by inaccurate glucose readings from the dexcom g7 sensor. At the time of the incident, he contacted dexcom and was advised to recalibrate the device. He confirmed that he followed the recalibration instructions correctly. On the date of this report, the patient contacted dexcom again to request replacement sensors, stating that two sensors had failed early during the current week. He noted that although the sensors are marketed to last 10 days, they frequently fail to meet that expectation based on his experience. The patient expressed frustration with the manufacturer¿s response to these recurring issues. He mentioned that he travels frequently for work, and the unreliability of the sensors has been disruptive to his routine and overall diabetes management. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.